Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29l tendyne mitral valve lp was implanted in the patient. On (B)(6) 2025, the patient was reported passed away.

Event description:
It was reported that on (B)(6) 2025, a 29l tendyne mitral valve lp was chosen for implant in the patient who had been hospitalized prior to the procedure. During procedure, there were no complications related to the tendyne system including the tendyne delivery system. There was some complication with the trans mitral access and getting above the mitral valve, however this did not lead to harm. The valve was implanted. The following day after the procedure ((B)(6) 2025), the patient was reported passed away. The cause of death was complications from other medical issues. The physician stated that the cause of death was exacerbation of other disease process and not related to the tendyne system.

Manufacturer narrative:
It was reported that the patient passed away on the following day of successful tendyne implant. Information from field indicated that the patient had been hospitalized prior to the procedure and that there was some complication with the trans mitral access and getting above the mitral valve, however this did not lead to harm. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Request was made for operative notes surrounding the case; however, this information was not supplied by the site. Based on the information received, the patient death was attributed to complications from other medical issues and not related to the tendyne device. However, the exact cause of patient death could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.